Manufacturer narrative:
The pump passed the self test and the displacement test. No unexpected pump error 53 or pump error 4 alarms noted during testing however, the formatted history file confirmed pump error 53 (line number (B)(4), file number (B)(4)) and pump error 4 alarms due to a software error. Pump error 63 confirmed in pump history with variable (03) due to broken trace at u1 keypad assembly (pin 6). Fault number = software error (53), line number = (B)(4), file number = (B)(4).

Event description:
Customer reported via phone call that the insulin pump had hardware low level failures alarm. Customer's blood glucose value was 357mg/dl. The customer was assisted with troubleshooting. The customer stated that the insulin pump error alarm occurred during normal use. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The customer stated that the insulin pump had second occurrences of hardware low level failures alarm and self test detected more alarms. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.